Manufacturer narrative:
Product analysis the device was returned with the handle broken and the driveshaft bent, a visual inspection found a bulge in housing with the tecothane still intact, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the hawkone m device, removal difficulties were encountered as the device was difficult to remove from the sheath. Upon removal, debris appeared to be coming out of pores in the nosecone. The device was pulled with resistance and removed successfully in tandem without injury or intervention, and there was no vessel damage. No tears were noticed to the tecothane jacket. The procedure was completed using a new device. There was no patient involved.